Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. As received, the belt failed an ECG fall off test. Upon investigation the cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, pulling the cable connector j703 on the distribution node pca.. The cause of the alarms and test failure was the pulled cable and connector.. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "adjust belt" messages.